Event description:
Customer reports, the pt had a chest tube in place. When the nurse came in to change the wound dressing, she noted the chest tube had broken in half. The physician was called in and was able to remove the remaining half of the chest tube from the pt without injury or complications.